Event description:
Blades will not stay tight. Surgeon would go to cut on bone and the blades will vibrate out of the attachment. No patient or user injuries. Alternative saw was used to finish the case.